Manufacturer narrative:
This report is submitted on november 15, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an open wound at implant site and subsequently was treated with oral and topical antibiotics on (B)(6) 2017 for a duration of 10 days.